Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, there was resistance due to the anatomy during withdrawal and some force was applied. It should be noted that the supera peripheral stent system instructions for use states: should unusual resistance be felt at any time during stent system advancement or stent deployment the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The force applied seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified, mildly torturous and 90% stenosed anatomy resulting in the reported difficult to advance and the reported difficult to remove. Interaction and/or manipulation of the device ultimately resulted in the reported tip separation. Retrieval of the separated tip was attempted resulting in the reported stent migration. The treatment appears to be related to the operational context of the procedure as the supera stent and separated tip were removed by snare. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 90% stenosis, heavy calcification and mild tortuosity. Pre-dilatation was performed inflating 5 times at 20 atmospheres for 120 seconds to common femoral artery (cfa)-sfa. Lesion size was 6.5x100mm. The 6.5x40mm supera self expanding stent system (sess) had resistance during advancement with the anatomy and was deployed in the cfa using crossover approach. It was noted that the distal tip separated. There was resistance due to the anatomy during withdrawal and some force was applied. As retrieval of the separated tip was attempted, the supera stent migrated to the external iliac artery so the sheath was inserted into the ipsilateral side. Then supera stent and separated tip were removed by snare to complete the procedure. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.